Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Distributor received pump and reviewed pump history. It was confirmed that the customer charged pump battery for 10-15 minutes per day and battery jumped from 90-100 percent. On day of event (march 18, 2021), battery was charged in the morning. Battery gauge remained at 90 percent after boluses, extended bolus and temporary basal were performed throughout the day. Customer connected-disconnected pump from charger and battery gauge showed full charge at 04:16 pm. Customer used pump for several days after the event without problems and the battery gauge was functioning properly. During the pump examination, the battery gauge functioned correctly and the fill estimate gauge functioned correctly. A "flow test" was perform and pump was functioning as expected.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge and the fill estimate were inaccurate. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.